Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer syringe, part number zm011200 to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth:patient demographic information was not provided. Sex: patient demographic information was not provided. Weight: patient demographic information was not provided. Ethnicity: patient demographic information was not provided.

Event description:
The customer reported erroneous low sodium (na), low potassium (k) and high chloride (cl) patient results were generated on cell #1 of the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.